Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized after being in an auto accident in which he was the driver. Blood glucose level at the time of the incident was below 36 mg/dl. The caller reported that the customer lost consciousness while driving. The caller also reported that the customer had been experiencing recurring low blood glucose levels and could not tell when his blood glucose level was dropping. The caller also reported that the customer lost consciousness at work, then again at home and paramedics were called. During troubleshooting, the insulin pump's alarm history showed multiple no delivery alarms had occurred. The customer's father declined troubleshooting. The insulin pump was not replaced or returned for analysis.